Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed and the cause appeared to be manufacturing related. Four photographs and 4 units were provided for investigation. Two photos and the physical units showed that two q-syte connectors had deformation in the male luer stem and on a portion of the threads. The damage appeared to be associated with the manufacturing process and the appropriate manufacturing personnel were notified of this complaint. The complaint of mixed product could not be confirmed from the photographs. The photos show two components with what appeared to be a male luer adapter, but the source and origin of the components could not be determined. The components were not shown in the packaging. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Event date updated in b tab as unknown investigation results: the complaint of a damaged q-syte connector was confirmed and the cause appeared to be manufacturing related. Four photographs were provided for investigation. Two photos showed two q-syte connectors with deformation in the male luer stem and a portion of the threads. The damage appeared to be associated with the manufacturing process and the appropriate manufacturing personnel were notified of this complaint. The complaint of mixed product could not be confirmed from the photographs. The photos show two components with what appeared to be a male luer adapter, but the source and origin of the components could not be determined. The components were not shown in the packaging. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Date of the event is "unknown".

Event description:
Non-requested product: 13 units of a different product were found inside the primary packaging of q-syte.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
The complaint of mixed product was confirmed based on the circumstantial evidence. The photos and returned samples show components with what appeared to be a male luer adapter. The additional components received are not produced at the same facility as the q-syte connectors. Since the samples were received outside of their packaging, there is no way to determine how the extra components were introduced to the q-sytes. No other similar complaints were reported from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.